Event description:
Healthcare professional reported via national breast implant registry "infection, wound problems". This record is for the left side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset) and wound infection.